Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient stated that the stimulation stopped helping with their pain. An x-ray was performed, and it was discovered that there was a lead migration, so a ¿reprogram¿ was scheduled for (B)(6) 2019. It was noted that the patient did not fall, and the stimulation stopped helping spontaneously. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.